Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used in the duodenum during a stent implantation procedure performed on (B)(6) 2014. The stent was being placed to treat a malignant stricture due to pancreatic cancer. Reportedly, the patient anatomy was not tortuous. According to the complainant, during the procedure, the physician began to deploy the stent but then attempted to reconstrain the stent to adjust its position. However, 1cm of the distal end of the stent could not be reconstrained. The stent was removed from the patient partially deployed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual examination of the returned device noted that the stent was received fully mounted on the delivery catheter. During device analysis the stent was able to be partially deployed by 25mm. The stent was unable to be fully reconstrained, the stent remained partially deployed by 10mm. The dark blue outer sheath was severely kinked 55mm distal to the distal handle. The device was dissected at the proximal end of the clear outer sheath. The inner was withdrawn and no issues were noted with its profile. The dark blue outer sheath was then dissected longitudinally and some of the ptfe coating had peeled away at the position of the kink. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used in the duodenum during a stent implantation procedure performed on (B)(6) 2014. The stent was being placed to treat a malignant stricture due to pancreatic cancer. Reportedly, the patient anatomy was not tortuous. According to the complainant, during the procedure, the physician began to deploy the stent but then attempted to reconstrain the stent to adjust its position. However, 1cm of the distal end of the stent could not be reconstrained. The stent was removed from the patient partially deployed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.